Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25. Device was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had power error detected alarm. The blood glucose level was 120 mg/dl. The customer was able to clear the alarm and complete the rewind. The power error detected alarm was reoccurred within the week of troubleshoot. The device will be returned for the analysis.